Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned for analysis and the reported separation could not be determined because the barewire was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the mildly tortuous and mildly calcified, common carotid artery the emboshield nav6 embolic protection device (epd) was being advanced without reported resistance felt when the barewire bent/broke and felt loose. The device was removed without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.